Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis a conclusive cause for the difficulties could not be determined and the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of a right common femoral artery was attempted using a proglide device with a 6f sheath after a coronary interventional procedure. Reportedly, the suture of the proglide device was deployed successfully; however, when the lever was returned to its original position, the foot plate was unable to be retracted. The handle of the proglide device was intentionally taken apart to manually retract the foot. The lever was manually closed and the proglide device was attempted to be removed but resistance was met. The proglide was slightly pushed into the anatomy, the lever was manually closed and was the proglide device was successfully removed. No tissue damage was noted. The suture of the same proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.